Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had dropped its longevity from twelve and a half years to 8 years within a few months. Moreover, an alert for suspension was noted in which the output was at four volts and recently at five volts. Further, there was no recorded values for right atrial automatic threshold (raat) which is likely due to low evoke response. Boston scientific technical services (ts) then suggested to consider turning off the raat feature and to program the ICD fixed output. Attempt to obtain additional information was unsuccessful. To date, this pacemaker remains in service. No adverse patient effects were reported.